Manufacturer narrative:
Investigation summary: customer returned one (1) 29g x 12.7mm, 1ml bd insulin syringe sealed in a blister pack from lot 8141660. Consumer reported the needle was protruding through the safety cap. The returned sample was examined, and it was observed that the cannula was pierced through the cannula shield and blister pack. The cause of this issue likely occurred during the manufacturing process. A review of the device history record was completed for batch# 8141660. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. As per investigation completed by manufacturing, "on 16sep2019, holdrege received a complaint, via pictures, from material 326719, batch 8141660. Visual inspection of the pictures found the cannula pierced through the side of the shield horizontally. The tip of the cannula was sticking out through the plastic of the blister bottom web. Process summary: this machine inspects for missing cannula, cannula height, point quality, zero line placement, and uv adhesive. It also supplies lube to the cannula, features two lumen blows, assembles the shield to the barrel/cannula assembly, and detects for missing shields. There were no quality notifications or maintenance dispatches that pertained to this defect during the timeframe of the production of this syringe. Root cause cannot be determined. This batch was made before implementation of CAPA 529089 which addressed needle through shield. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that bd ultra-fine¿ insulin syringe needle pierced through the safety cap. This occurred on 3 occasions before use. The following information was provided by the initial reporter: it was reported by the wa aids council that a client identified 3 examples where the needle was protruding through the safety cap. Two packages were returned opened, so were disposed of, but one sealed pack was also returned, showing the protruding needle. There was no reported patient injury.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra-fine¿ insulin syringe needle pierced through the safety cap. This occurred on 3 occasions before use. The following information was provided by the initial reporter: it was reported by the wa aids council that a client identified 3 examples where the needle was protruding through the safety cap. Two packages were returned opened, so were disposed of, but one sealed pack was also returned, showing the protruding needle. There was no reported patient injury.